Event description:
It has been reported that the fluoroscopy was blacking out in the middle of procedures. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not able to produce flouro. Review of the system log file showed a problem with the x-ray generator. Upon functional testing, fse replaced kvma unit, but issue was not resolved and replaced it back with original kvma unit. Fse performed hv tank test and found that cathode side issue causing asymmetrical kv errors. Fse replaced hv tank. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.